Event description:
(B)(4). Periods every 2 weeks, heavy bleeding that led to ER visit after going to my obgyn. Huge clots, extreme fatigue, joint pain, especially in hips, and excruciating pain in my lower back. I look 5-6 months pregnant due to bloating and I'm having some sort of spasms in my vaginal area.